Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
During the initial implant procedure the patient was implanted with a bifurcated stent, a suprarenal aortic extension, and a limb stent graft on (B)(6) 2016. After the completion on the implant procedure the patient had a persistent type 1a endoleak, the physician implanted a non-endologix stent to seal the leak. In addition to the non-endologix stent placement inside the proximal extension, while ballooning in the iliac artery the physician heard a single pop and identified a ruptured left common iliac artery, an additional iliac limb stent was placed in the left common iliac artery to resolve the issue. The patient was stable following the procedure.